Manufacturer narrative:
No button response due to corroded keypad traces. The failed battery test alarms, blank display, led anomaly and frozen screen could not be verified due to no button response. It also had cracked battery tube threads and scratched lcd window. The device was tested with the test keypad and no frozen display was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a frozen display during bolus. The blood glucose at the time of the incident was 234 mg/dl. During troubleshooting, it was stated that the buttons were not responding and the alarm history could not be checked due to the screen going blank. The mother explained that the screen goes blank and just fades back without counting up. She also mentioned that sometimes when the screen is blank the insulin pump would have a constant tone. The customer received a failed battery test alarm when reinserting the battery. The insulin pump passed the self-test. The mother stated that the issues had been happening for about a month. The device was replaced and returned for analysis.